Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker underwent an ablation procedure previously in which they were in slow atrial tachycardia and was able to pace terminate that. The health care professional (hcp) discussed off label programming use with technical services (ts) to pace terminate rhythms with pacing at the maximum sensor rate. The hcp wanted to be cautious in doing so as this patient can be symptomatic to changes in pacing. Ts discussed programming optimization and that there was noise on both right ventricular (rv) and right atrial (ra) leads which were oversensed causing inappropriate atrial tachy response (atr) episodes. Ts noted this patients symptoms could be a result of the rv lead output being high. This pacemaker remains in service. No adverse patient effects were reported.